Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with defibrillation electrodes. The customer reports that during an emergency situation (resuscitation), the patient should be defibrillated on a philips heartstart mrx. The electrode did not show any function and another defibrillator was used. Afterwards, the client tested another set of 22660r electrodes and they were fine.

Manufacturer narrative:
The lot number was provided and the device history record (DHR) review was performed. Based upon the DHR review, no abnormal run conditions were present during the manufacture of the product that could have led to the incident described by the customer. The DHR review showed that all acceptance criteria checks and tests per established sampling levels were within predefined limits during the production process. An array of electrical tests that include dc offset voltage, ac small signal impedance, defibrillation recovery, noise, large signal impedance, simulated defib recovery, pacing impedance, pacing offset voltage, wave form duration and pacing energy loss were performed to a sampling plan. During production, each defib electrode set is tested for continuity to ensure that the connector/gel body assembly is capable of conducting current, it demonstrates electrical continuity. Connector fit testing is also performed during production to ensure proper fit to the therapy plug. Should either of these checks fail the product would be discarded. A sample was received by the investigating facility for evaluation. The sample was in the form of one used defib electrode set. The pouch returned with the sample indicated that the production lot number was 413233x. The pouch was unsealed. The connector wire set was visually inspected for compromised insulation casing, no abnormalities were observed. A therapy cable fit test was performed, no issues observed. All components were present and were constructed per the product specifications. The gel bodies were inspected for silver print, the printed silver pattern on the conductive gel bodies met the acceptance criteria.

Event description:
The sample was subjected to an array of tests in accordance with internal inspection protocol for defib properties using a lifepak 20 defibrillator. The defib electrode set was recognized throughout the testing, no faults were observed. Next, the electrode set was connected to a philips mrx defibrillator and was subjected to shock energy from 10-200 joules, the electrodes functioned as intended and accepted the shock at each energy interval. The defibrillator did not indicate any system warnings (i.e. Leads off or connect electrodes warnings). Lastly, the defib wires were subjected to continuity testing to ensure no breaks in the wire within the insulation casing, no issues were observed. From a potential root cause analysis perspective there are important factors that can impact the function of the product resulting in the defibrillator not recognizing the electrodes. First, improper application of the electrode or applications without proper skin preparation can cause a failure to create adequate connection between the patient and the electrodes. In order for electrical signals to pass from the body through the electrodes, an electrically conductive path between the skin and electrodes must be established to ensure adequate electrode impedance or contact impedance. Successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. Electrode pads must come in direct contact with the skin. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. Second, improper connection to the therapy cord will also cause the defibrillator to fail to recognize the electrodes. The packaging instructions are and should be followed to ensure proper adhesion of the product: remove excess hair, clean and dry skin sites, do not use alcohol or tincture of benzoin, smooth the electrode from the center outward to the edges with fingertips to ensure that there are no air pockets between the gel and the ...

Manufacturer narrative:
Submit date: 10/09/2014. An investigation is currently underway. Upon completion, the results will be forwarded.